Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcs15 jaws would not open or close in the middle of the case. Another device was used to complete the case. There was no consequence to the pt.